Manufacturer narrative:
The device was received undeployed. The pink slide insert was not visible in the viewing window and the linkage assembly was in a not deployed state. The device delivered 46 first prime pulses before being deactivated at 57 pulses. The download data showed time outs and drive stalls. The device was reset & paired with a master pdm. A 5 unit bolus was successfully delivered. During the rerun process, the needle deployed as intended. The rerun data did not reproduce the time outs or drive stalls. Inspection of needle mechanism and drive mechanism found no issues that would contribute to needle not deploying. The exact cause of the reported needle not deploying could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.